Event description:
Report received of an overdelivery during preventative maintenance testing. The pump reportedly delivered 21.4ml with an expected volume of 20ml. The pump was reportedly tested according to the published performance verification procedures. There were no reports of any adverse patient events while the pump was in use on a patient.